Manufacturer narrative:
Other, other text: additional information: d10. Device evaluation: one cadd solis vip pump was returned for analysis in good condition. A visual inspection and a functional check was performed. The customer's reported problem was confirmed. The analysis revealed a bubbled downstream occlusion sensor seal. The downstream occlusion sensor seal will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump had a bubbled downstream occlusion cover. There was no adverse events reported.